Event description:
It was reported to boston scientific corp that during an anterior/posterior pelvic floor repair procedure (with general anesthesia) using the pinnacle pfr kit, the physician had one good throw with the capio suturing device. The physician then had difficulty throwing the capio device toward the next sacrospinus ligament while attempting to pierce it with the suture bullet so he could pull the pinnacle mesh leg through the ligament. He had to fire the capio device four times before the bullet would catch within the capio device. Subsequently, the physician was able to pierce the pt's right arcus tendon with a suture bullet after three throws of the capio device. The physician then fired the capio device toward the left arcus tendon, and the capio suture bullet detached and was left inside the pt. The procedure was completed with this device and the pt is reported as "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause of this event.